Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-12990n knee scorpion needle tip broke intra operation (i.e. During use). The surgeon was performing a meniscus root procedure and the knee scorpion needle tip broke off inside the patient while the surgeon was passing sutures through the meniscus. The broken needle tip was retrieved from inside the patient and the operation was completed successfully.

Manufacturer narrative:
The complaint is confirmed. Upon visual evaluations of the two photographs of an ar-12990n scorpion needle attached to the complaint, it was concluded that the scorpion needled broke off at the distal end at the tip. The most likely cause(s) of this type of failure is user error as per dfu-0392-sub-eo rev. 1. Warning: to help to avoid needle breakage and potential patient injury. Avoid striking bone or using excessive force to pass the needle though fibrous/calcific tissues. If excessive force is encountered, replace the needle, reposition the device and pass in a different area.